Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited error code e103 ¿ ignition error. The issue was found at maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d9, h3, h6. Corrected fields: e2, e4, g2 (added selection), h4. The device was returned for evaluation and the customer's reported issue was confirmed. In addition, an e207 error was also discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the e103 error occurred due to a power supply unit failure and the e207 error occurred due to an emergency lamp failure. Olympus will continue to monitor field performance for this device